Event description:
As reported by our edwards lifesciences affiliate in china, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, there was difficulty crossing the native annulus and giving flex to the commander delivery system. During inflation of the valve, the commander delivery system had moved toward the left ventricle (lv) due to system tension. The valve was deployed, and the final position was near 70/30 (aortic/ventricular) or 60/40 (aortic/ventricular) via angiography. Mild paravalvular leak (pvl) was observed and the patient's blood pressure was noted to be 130/55 mmhg. A transthoracic echocardiogram (tte) was also performed which showed the pvl was none to trace. A decision was made to implant a second valve to avoid a possible late valve embolization. The second valve was implanted successfully. The patient was stable post tavr procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, valve malposition requiring intervention is a potential risk associated with the transcatheter aortic valve replacement (tavr) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the malpositioned valve that resulted in a valve in valve being performed was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, during the tavr procedure, there was difficulty crossing the native annulus and giving flex to the commander delivery system. During inflation of the valve, the commander delivery system had moved toward the left ventricle (lv) due to system tension. The valve was deployed, and the final position was near 70/30 (aortic/ventricular) or 60/40 (aortic/ventricular) via angiography. There was mild paravalvular leak (pvl) observed and the patient's blood pressure was noted to be 130/55 mmhg. Per the instructions for use (IFU), valve malposition is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, it was likely the valve anchored to the calcium, which made it difficult to cross the native annulus during transcatheter heart valve (thv) positioning. Subsequently, the tension was built up and stored within the system. If the stored tension was not released prior to thv deployment, it could cause movement of the delivery system during the deployment, resulting in thv malposition. Per the training manual, "thv may lock into the calcium when positioning creating stored tension in the delivery system", and "release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position". As such, the available information suggests that procedural factors (not releasing the stored tension prior to valve deployment) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.